Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the x-stage cover, bellows felt, and slide bellows were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure during preventative maintenance that the following components required replacement: the x-stage cover, the bellows felt, and the bellows slide. There was no patient present.